Manufacturer narrative:
B5: describe event or problem, corrected information: date of reset was incorrect on supplemental MDR 3. Date updated to (B)(6) 2020.

Event description:
The patient's generator firmware was updated on (B)(6) 2020 to prevent similar resets as previously reported for this generator.

Event description:
The patient's generator firmware was updated on (B)(4) 2020 to prevent similar resets as previously reported for this generator. After the update, data review confirmed device was functioning as intended.

Event description:
It was reported by the nurse that the patient's device had reset a 3rd time on (B)(6) 2019. The patient's generator was re-enabled, but autostimulation was turned off to potentially reduce time between resets. No further relevant information has been received to date.

Manufacturer narrative:
Date of event, corrected data: the event date was inadvertently incorrect on the initial MDR.

Manufacturer narrative:
Internal field number: nm-hou-2019-002. Voluntary medical device correction (remedial action) was initiated by the manufacturer on 08/22/2019, and the physician was provided a notification letter with recommended actions.

Event description:
It was reported that upon interrogation (B)(6) 2019 of the patient's device, the following message was seen: "the device is not supplying stimulation. Error code 6. The generator is currently disabled." Upon reviewing settings, it was seen that autostimulation was disabled, but was able to be programmed back on. System test diagnostics were done successfully and were within normal limits. It was noted that the patient hadn't been programmed by anyone else and had last been seen two weeks prior on (B)(6) 2019. The device was turned on (B)(6) 2019. On (B)(6) 2019, the patient's family contacted their physician and told them that they believed it had reset again. When the family came in for the device to be checked on (B)(6) 2019, error code 6 was observed again. The manufacturer's device history records of the generator were reviewed. The generator passed final functional and quality specifications prior to release. The data was reviewed by the manufacturer. Device reboot due to error code 6 was observed twice. The estimated time that the reboots occurred were on (B)(6) 2019. Beyond the reboots, no further anomalies were identified. Internal investigation has identified that the root cause of the unexpected device reboot is related to a hardware bug within the microcontrollers used in these devices and interaction with the device firmware. No further relevant information has been received to date no known relevant surgical intervention has occurred to date.